Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device and reportedly performance has improved. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an air pocket on top of the implant body and poor performance. A puncture procedure was performed and programming adjustments were made. A second puncture procedure was performed on (B)(6) 2022.